Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: a cracking noise was heard during the anastomosis. An attempt was made to retract the device but the head of the anvil came out of the rectum resulting in a rectal perforation.